Event description:
The customer reported that the ortho provue analyzer falsely interpreted crossmatch test results as compatible when compared to a manual method. If the falsely graded results were released, the risk of death or serious injury would not be remote. The test results did not match those obtained with an alternate method, preventing erroneous results from being reported.

Manufacturer narrative:
An ocd field engineer visited the site and found that the provue camera correctly interpreted the results. The fe indicated that a component of the fluidics system was damaged. The fe replaced the sample probe and returned the analyzer to expected operation. The customer complaint could not be confirmed with returned samples and retained test materials. However, integrity of the returned samples could not be ruled out as a contributing factor to the discrepancy between results observed by ocd and results observed by the customer. No definitive root cause for the damaged fluidics system component was determined. And incident of this nature has not recurred since the repair.